Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services was consulted and provided troubleshooting options. No adverse patient effects were reported. The patient's rv lead and implantable cardioverter defibrillator (ICD) remain in service. Additional information received indicates commanded shock testing was performed, and a code 1005 was observed, indicating an open circuit condition. Technical services was consulted and recommended replacing the rv lead. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services was consulted and provided troubleshooting options. No adverse patient effects were reported. The patient's rv lead and implantable cardioverter defibrillator (ICD) remain in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.